Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection which verified the blue tubing was separated from the trach tube. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. The investigation determined the most likely root cause was insufficient bonding solvent during the device assembly.

Event description:
It was reported that the balloon cuff from an et tube and the connecting tube for pilot balloon was found detached from patient's mouth during et tube care by nursing staff. No wheezing sound was found and no abnormal alarm was made from the ventilator. The event occurred while in use with patient. The event date was on (B)(6) 2024. The event occurred at the hospital. The operator of the device was a health professional. There was no report of patient harm.

Manufacturer narrative:
E1 phone number: (B)(6). D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.